Manufacturer narrative:
Further information was requested but not received.

Event description:
During a remote follow-up, undersensing was observed on the device. Reprogramming is anticipated to be performed to resolve the event, however, no intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.